Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an episode of ventricular fibrillation (vf), this patient received appropriate therapy but underwent into a syncope episode. Data was sent to boston scientific technical services (ts) for their review. Ts reviewed the electrogram (egm) and indicated there were a high variation of the signals amplitudes in the right ventricular (rv) lead which resulted in undersensing of the next ventricular beat as it was below the decay of the automatic gain control (agc) scale and it might have caused a delay in therapy delivery. Evidence suggests that therapy remained available, however, patient was admitted into hospital. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported. Additional information confirmed that a request for reprograming review was asked to ts and they agreed that decreasing therapy zones might help to deliver therapy earlier in case of functional udersensing. The ICD was reprogrammed and patient was discard after the case was solved.